Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an ins replacement (due to normal depletion) on (B)(6) 2020, lead connectivity was checked and were as expected. However, when impedances were measured the contacts were outside the normal limits; they were high. The rep didn't have any knowledge of factors or circumstances that may have contributed to this. No interventions were taken on (B)(6) 2020, but the physician reported that if the impedances prevent the patient from getting satisfactory coverage, then the hcp will address it at that time. It was noted that the patient didn't have any complaints with their system or their coverage as of (B)(6) 2020. The rep later reported that the high impedances ended up resolving on their own; they appeared to be in normal limits. No further complications were reported or anticipated.